Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b cartridge reload was received. In good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after the firing, the device could not be removed from the instrument. When the device was removed forcibly, the device was disassembled. As the event occurred outside the patient, no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences for the patient.